Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. The analyst noted that the atrial pacing impedance was gradually increasing from approximately 665 ohms in feb 2014 up to 775 ohms by sept 2015. The impedance increased to 1045 ohms on 2015-09-18, then decreased to 912 ohms on 2015-09-19. The alert for atrial bipolar lead impedance triggered on 2015-09-18. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high, out of range impedance. There was a one time spike, but it had been slowly rising. The lead remains in use. No patient complications have been reported as a result of this event.